Manufacturer narrative:
The product is not expected to be returned for analysis since no information was provided by the reporter. As the complaint affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. The lot number was not provided, therefore, the device history record (DHR) could not be reviewed. As part of the manufacturing process, all units go through visual inspection process performed as per internal procedures, in which also an inflation test is performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty catheter, the balloon detached and was retained in the obstructed vein. There was no allegation of patient injury. The device was not available for evaluation. No more information available. Patient demographics unable to be obtained.